Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 40 mg/dl at the time of incident and current blood glucose value was 92 mg/dl. Customer's high blood glucose was 384 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.